Manufacturer narrative:
This report is submitted as a follow-up to correct previously reported information in the original submission. Fields corrected: d4 model# and additional UDI and h8 usage of device.

Event description:
It was reported that the patient experienced elevated glucose while using the ilet, with concern for a possible cartridge leak after supply changes in which the cartridge area felt wet, though the cartridge appeared undamaged and no dosing alerts occurred. Symptoms included hyperglycemia. Outcomes included no hospitalization. Investigation included a dry run priming test to 120 units without alerts, review of device data indicating insulin delivery occurred, and assessment of dosing patterns showing reduced corrective insulin when operating in a higher cgm target range compared to the usual target, with longer time to glucose recovery. Investigation of this case revealed that the device delivered insulin without alarms and that the observed hyperglycemia correlated with target range settings rather than a confirmed hardware failure of the cartridge or pump. It was concluded, based on previously established findings for similar reports, that the cause was user- and therapy-related factors associated with cgm target selection, with no confirmed device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.